Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: ¿ seroma : unable to observe as it is a medical event that is not related to the device. ¿ lymphoma-clc : unable to observe as it is a medical event that is not related to the device. ¿ nipple discharge: unable to observe as it is a medical event that is not related to the device. ¿ lump/nodule: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported experiencing intermittent right side "breast engorgement," "voluminous seroma" confirmed via MRI and "anaplastic large cell lymphoma related to breast implant." Pathological biomarkers cd30 positive and alk negative were confirmed. Device has been explanted "with capsulectomy and excision of the axillary sentinel lymph node."

Event description:
Patient reported experiencing intermittent right side "breast engorgement," "voluminous seroma" confirmed via MRI and "anaplastic large cell lymphoma related to breast implant." Pathological biomarkers cd30 positive and alk negative were confirmed. Device has been explanted "with capsulectomy and excision of the axillary sentinel lymph node."

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b3, g1.

Event description:
Patient reported experiencing intermittent right side "breast engorgement," "voluminous seroma" confirmed via MRI and "anaplastic large cell lymphoma related to breast implant." Pathological biomarkers cd30 positive and alk negative were confirmed. Device has been explanted "with capsulectomy and excision of the axillary sentinel lymph node."

Event description:
Patient reported experiencing intermittent right side "breast engorgement," "voluminous seroma" confirmed via MRI and "anaplastic large cell lymphoma related to breast implant." Pathological biomarkers cd30 positive and alk negative were confirmed. Device has been explanted "with capsulectomy and excision of the axillary sentinel lymph node."

Manufacturer narrative:
Continued h.6 health effect impact code: f2201 biopsy, f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and bia-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, bia-alcl. Implant/explant physician: dr (B)(6). Explant physician: dr. (B)(6).